Manufacturer narrative:
This report is based solely on the customer's reported issue of a near patient fall. Additional device and event information was requested and has not been received. The instructions for use state: "brakes should always be set when the stretcher is occupied and especially when you move a patient from one surface to another. Patients often use the stretcher for support to get out of the stretcher and could be injured if the stretcher moves unexpectedly. After you set the brakes, push and pull the stretcher to make sure it is stable." At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported the wheels/breaking system, on the sechrist gurney, keep breaking. It appears locked and it breaks and a patient almost fell. The gurney should be replaced. Sechrist became aware of this issue from a customer survey report.